Manufacturer narrative:
(B)(6). The reported event was confirmed as the product was returned and examination determined that the tasp exhibits signs of repeated use and the post feature has fractured off, all pieces were returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial articular surface provisional was fractured.